Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up, high pacing lead impedance and intermittent capture were noted on the rv lead. Lead fracture was confirmed by x-ray. No intervention is being considered due to the patient¿s poor prognosis unrelated to the lead issue. It was later reported that the patient died on (B)(6) 2019 due to respiratory failure due to aspiration and is not device-related.